Manufacturer narrative:
The biomedical engineer reported that all the rns (remote network system or remote monitoring system) in the facility are in communication loss. Customer's server was in need of a reboot due to a windows update. Once rebooted the rns started working again. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reported that all the rns (remote network system or remote monitoring system) in the facility are in communication loss.